Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4) and the complaint will be cancelled. The associated MDR will be void.

Event description:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4) and the complaint will be cancelled. The associated MDR will be void.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305194; batch#: 3320231. It was reported by customer that patient reported to specialty pharmacy on (B)(6) 2024. Patient opened secure cap from diluent syringe and attached needle. Upon pushing down on plunger the liquid leaked out from the junction between the syringe the needle. Patient experienced this same issue 2 more times before she got one to work. Gattex dose not missed. Patient has been taking gattex for over 7 years. This issue has not occurred again since the day this happened this month. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached external evaluation is required for pr# (B)(4) ¿ leaking. Product: gattex ; component description: bd syringe: needle 23x 1-1/2; bd catalogue: 3320231 exp. 01/2029; inv due: (B)(6) 2024. Report received from pv on 11oct2024: patient reported to specialty pharmacy on (B)(6) 2024. Patient opened secure cap from diluent syringe and attached needle. Upon pushing down on plunger the liquid leaked out from the junction between the syringe the needle. Patient experienced this same issue 2 more times before she got one to work. Gattex dose not missed. Patient has been taking gattex for over 7 years. This issue has not occurred again since the day this happened this month.